Event description:
It was reported that during the pta treatment procedure, difficulty was encountered deflating the ultra-thin diamond balloon dilatation catheter. The device was advanced to the target lesion and inflated using a syringe. Following treatment of the stenosis deflation took over 35 seconds.the balloon was deflated and removed. No patient injuries or complications were reported. The patient's status was reported as "fine".